Event description:
The initial reporter received a questionable inr result with coaguchek inrange meter serial number unknown compared to an unknown laboratory method. The result from the laboratory at 11:57 a.m. Was 2.83 inr. The result from the meter at 12:49 p.m. Was 4.0 inr. The patient¿s therapeutic range was requested but not provided.

Manufacturer narrative:
The test strips were requested for investigation, however, there are no test strips remaining to return. No product is expected for return. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.